Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached and the customer was unable to obtain glucose readings. The customer did not report symptoms and was unable to self-treat. The customer had contact with a healthcare professional (hcp) to "take their insulin" (type/dose unspecified). There was no report of death or permanent impairment associated with this event.